Manufacturer narrative:
The reported event was confirmed-manufacturing related. The reported failure was able to reproduced. Sample has been evaluated and observed there was a sharp lump at the funnel of catheter. The lump is located 4cm from the funnel. Based on measurements on returned sample, the location of lump is still in the manufacturing specification and does not affect the product's functionality. Upon dissection the catheter, it was found the winding wire to be pinched and protruding to the funnel of catheter that caused the surface lump. A review of the manufacturing process indicates that the process can produce this type of defect. Therefore, this failure mode confirmed as manufacturing related. A potential root cause for this failure mode could be due to the wire/coil is greater than 24 windings per inch causes the latex to be pinched tightly between windings that contribute uneven surface/ surface lump. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. The labeling and instructions for use were found to be adequate. Correction: d,e,h this report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product, it was found the coil inside the foley catheter was exposed.

Event description:
It was reported that after opening the product, it was found the coil inside the foley catheter was exposed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.